Manufacturer narrative:
Date of event: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leaflet tear and recurrent mr. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to grade 1. At the patient¿s 3-month follow up, echocardiogram noted recurrent mr of grade 4 and a torn posterior leaflet. The clip was noted to be attached to both leaflets. No additional intervention has been performed at this time and the patient is being evaluated for possible surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of tissue damage and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported torn leaflet could not be determined. The reported mr appears to be a cascading event of the torn leaflet. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.